Event description:
This is the second of two reports for the same user involving two separate products. Refer to report 9611594-2015-00034 for the first report. A report was received stating that a patient was discharged home after replacement of a gastrostomy enteral feeding tube placement. The enteral feeding tube dislodged, and a hole was identified in the retention balloon. The patient was sent to the emergency room, and the ER doctor replaced the device. The replacement device dislodged within three hours of replacement. The patient was transferred to the operating room and a gastrointestinal doctor replaced the device. It is unk as to why the patient was transferred to the operating room. Furthermore, it is unk if the stoma remained open and intact when the device was replaced. Additional info received on 02/16/2015 from the nurse practitioner at the user facility stated there was no reported patient injury just reported discomfort and inconvenience for the patient in regards to the multiple device replacements. The stoma site was not mature and the patient underwent interventional radiology replacement. When the device failed again the patient was sent to the operating room to ensure proper placement. The nurse practitioner stated that five milliliters of water was used to fill the enteral feeding balloon. Furthermore, the facility does not use halyard health over the wire (otw) stoma measuring devices nor halyard health initial placement kits with t-fasteners. No additional info was provided in regards to patient's status and the outcome of the procedure.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated; results: no results available since no evaluation performed, conclusions: device not returned. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Complaint#: (B)(4).